Event description:
Pt had a device placed in 2001. A month later pt was returned to or for removal of device due to functional device. The port was removed without difficulty, immediately noted that the catheter was not attached to the port and the catheter was torn distal to the protective sleeve, also what looked to be a bubble or a weakness was noted in the catheter proximal to the protective sleeve. The surgeon dissected down the catheter tract several centimeters without visualizing the catheter. Unable to retrieve the catheter. Fluoroscopy was used to locate the catheter. The procedure was terminated and a cv surgeon was consulted.